Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that they had issues with two lenses on one patient. The lenses could not be advanced properly, and the haptics came out first. Additional information has been requested. There are two medical device reports associated with this report. This file is 2 of 2.